Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported oversensing could not be conclusively determined.

Event description:
During follow-up, technical support revealed post-paced t-wave oversensing, along with several non-sustained rv oversensing episodes on the atrial lead. Technical support recommended device reprogramming. The patient is doing well.